Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Loop was being upgraded to a pm system. Incision over loop implant incision was made, then multiple attempts failed to reach loop due to it being in soft adipose tissue. Loop was seen to have migrated, confirmed by fluoroscopy. A second incision was made, based on pre-marked fluoroscopy location, scar tissue was dissected away and loop removed using forceps. Should additional information be received, this file will be updated.

Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reviewed. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.